Manufacturer narrative:
Follow-up #1: date of submission 09/28/2015 device evaluation: the device has been returned and evaluated by product analysis on 09/02/2015 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. The pump showed one replace cartridge alarm occurring on 07/23/2015 at 08:17, the pump was resumed at 09:06. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A flow accuracy test was performed and the pump was found to be delivering within specifications. A normal bolus and an audio bolus were performed and were delivered and recorded accurately in the pump history. No evidence of hypersensitive buttons were found during testing. Unrelated to the complaint, the battery compartment was found to be cracked at the threads, and the display screen as found to be discolored with a pinkish contrast.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a blood glucose in the 400-450 mg/dl range with large ketones, extreme thirst, and nausea. The reporter indicated seeking phone advice from a health care professional. The pump was reviewed with the reporter and the bolus totals were reportedly incorrect in the pump history with a difference of greater than 5%. This report is made based on the allegation that the patient experienced hyperglycemia related to a discrepancy in the pump bolus history totals.